Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set bent cannula with ten to fourteen sets on (B)(6) 2026 as the site area was impacted due to patient sleeping on it which leads to high blood glucose levels upto 27mmol/l and got treated with correction injection via multiple drug injections (mdi). The site location was abdomen. The patient customer replaced infusion set and resumed insulin deliveries successfully.